Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.